Event description:
Pt had saline mammary prostheses implanted at another hospital 5/7/93. Pt has been experiencing progressive bilateral mastodynia due to capsular contracture and displacement of the implants. Explantation was carried out to give the pt relief from pain.